Event description:
It was reported that balloon leak occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified shunt. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. During the procedure, balloon dilation was performed six times at 10 atmospheres each. Upon catheter removal, after the balloon part entered the sheath, a blood leakage was observed from outside the sheath. The catheter and sheath were then removed together, and a tear in the sheath was noted upon inspection. The procedure was completed using this device. There were no patient complications as a result of this event. It was further reported that there was no pinhole noted.

Manufacturer narrative:
A2: the patient is older than 18-year-old.

Event description:
It was reported that balloon leak occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified shunt. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. During the procedure, balloon dilation was performed six times at 10 atmospheres each. Upon catheter removal, after the balloon part entered the sheath, a blood leakage was observed from outside the sheath. The catheter and sheath were then removed together, and a tear in the sheath was noted upon inspection. The procedure was completed using this device. There were no patient complications as a result of this event.